Manufacturer narrative:
Using the patient retrospective database provided by the customer, we observed the following: lead ii was the monitored lead stored in the database at the time of the reported episode. On (B)(6) from 4:35:45 a.m. Through 4:39:54 a.m., there were multiple episodes of ventricular tachycardia and supraventricular tachycardia as reported by the customer. On (B)(6) at 4:35:45 a.m., there is an ECG (stacked) alarm record in the database that corresponds to these episodes indicating that multiple high-priority alarms were sequentially active. This sequence of high-priority alarms was active until (B)(6) at 4:39:54 a.m. (254 seconds). The presence of the ¿stacked¿ alarm record in the database confirms that the product provided high-priority alarm notifications for the multiple episodes of ventricular tachycardia which occurred at the reported time. At this time, we know of no reason that audible and/or visual alarm indications would not have also been present at the time of the complaint episode since the involved devices performed to specifications when inspected onsite by a spacelabs field service engineer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that at 4:36 a.m. On (B)(6) 2015 a telemetry patient experienced ¿what looked like a run¿ of ventricular tachycardia (vtach) as noted in clinical access (model 92810) but no alarm was generated from the telemetry transmitter model 91343-05, receiver module model 90478, and central monitor model 91387-38. No one was injured as a result of this issue.

Manufacturer narrative:
On site testing conducted by a spacelabs field service engineer (fse) confirmed the involved equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.